Event description:
Pt's neighbor called on behalf of pt. Neighbor mentioned that pt has been getting an error 1 message on the meter. Neighbor mentioned that the test strip color dot looks pink and does not resemble the unused test strips in the vial. Neighbor mentioned that the test strip is inserted firmly and completely into the meter and pt was applying blood on the correct area of the test strips. Customer service had pt retest their sugar. Neighbor mentioned that the error 1 message still appears. Customer service sent a replacement vial of test strips.